Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected on the insulin pump. The customer gave herself insulin in the middle of the night. The customer¿s blood glucose level at lunch was 189mg/dl and gave 7 units of insulin and blood glucose was 200 mg/dl. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. While trying to reconnect the meter and pump the power error was detected in the middle. The customer received a low battery alert prior to the replace battery. The customer was advised to continue to wear the pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with blood glucose meter. No communication anomaly was noted. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert, replace battery now alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.